Event description:
It was reported that during a pta / stenting treatment procedure, the sentinol biliary stent delivery catheter became stuck on the guidewire. The delivery catheter and guidewire were removed as a unit. A new device was used and the procedure was completed successfully. The patient was reported to have no injuries or complications.